Manufacturer narrative:
Product complaint # (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for femoral shaft fracture. Interference with the nail occurred when drilling with the reamer, and the tip of the reamer broke when the surgeon proceeded the drill powerfully. Hip screws were not inserted, and the locking screws were used. The surgery was successfully completed without any surgical delay. The patient condition was stable. Concomitant medical products: unknown drill (part# unknown, lot# unknown, quantity 1). Unknown locking screws (part# unknown, lot# unknown, quantity: unknown). This complaint involves two (2) devices. This report is for (1) reamer ø4.5/6.5 l450 f/hip scr f/expert. This report is 1 of 2 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.010.368, lot u148874: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: february 23, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that the tip of the device has broken off and the broken fragments were not returned. No other issues were identified. The dimensional inspection was not performed due to the post-manufacturing damage. The observed condition in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The functional test cannot be performed as the device was received by itself however the alleged misalignment condition cannot be confirmed since no functional test cannot be performed. The drawing reflecting the current and manufacture revision was reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed. While no definitive root cause could be determined, it is probable that the reamer was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g2. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.